Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log did not confirm the reported event of a failed transmitter error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion.